Manufacturer narrative:
It was reported that during an unidentified ophthalmic procedure, fibers from an unidentified component were found to have fallen into the patient's eye. The facility was contacted and was unable to identify if the fibers came from a gown or an operating room towel. The facility noted that there was no patient impact related to this incident and that they are unable or unwilling to provide any additional patient, product, or procedural information. It was not identified which eye the fibers fell on. It was not identified how the fibers were retrieved. No procedural impact, serious injury, or follow-up care was originally reported to the manufacturer. A sample of unopened operating room towels was returned to the manufacturer and lint was noted on the operating room towels only. It is unknown how the operating room towels were used during the procedure. No sample of a gown was returned to the manufacturer for evaluation. It is unknown at what point in the procedure the fibers were identified. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified ophthalmic procedure, fibers from an unidentified component were found to have fallen into the patient's eye.